Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system device reported on. The complaint stated: ¿t2 would not deploy when the knob was depressed.¿ the depth limiter was found attached and in place. T1, t2 and suture were not returned. The needle is bent upward. The depth limiter is damaged in the same bent location. The needle is no longer representative of a reversed curve configuration. Despite the damage, the device cycled and actuated properly. Permanent or temporary inadvertent twisting or over flexing of the needle track can initiate unintended retaining or release of anchors. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during the meniscus repair procedure after the t1 deployed, the t2 implant would not deploy when the knob was depressed. The procedure was completed with a back-up device. The procedure was delayed 15 minutes. No patient injury was reported.